Manufacturer narrative:
This report is being resubmitted in accordance with instructions from the FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA july 25, 2007.

Event description:
The home patient reported a leaking transfer set, possibly due to a cut he believes he made on it last night. The technical services representative advised the home patient to call his dialysis nurse or physician to have the problem resolved. No patient injury or medical intervention was reported.